Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), salpingitis ('reproductive system disorder or condition type of disorder or condition: salpingitis/infection (other) describe: infection in left tube') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy loss, miscarriage, pregnancy and grand multiparity. Concurrent conditions included mood change and abdominal pain. Concomitant products included fluoxetine, ibuprofen, melatonin, misoprostol (cytotec) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ spotting"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) right sided"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), pain in extremity ("other injury(ies) or complication (s) please describe: foot pain"), plantar fasciitis ("plantar fasciitis"), abdominal pain lower ("llq abdominal pain/ llq and rlq adbominal pain"), amnesia ("memory loss"), joint swelling ("joint swelling"), pelvic adhesions ("adhesions"), endometriosis ("endometriosis"), nausea ("nausea"), vomiting ("vomiting"), dizziness ("dizziness / light headedness") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("fibroid") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, vaginal haemorrhage, migraine, headache, uterine leiomyoma, tooth disorder, dysmenorrhoea, weight increased, abdominal distension, plantar fasciitis, abdominal pain lower, amnesia, joint swelling, pelvic adhesions, endometriosis, nausea, vomiting and dizziness outcome was unknown, the pain in extremity had resolved and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, dizziness, dysmenorrhoea, endometriosis, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, nausea, pain in extremity, pelvic adhesions, pelvic pain, plantar fasciitis, salpingitis, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on 16-sep-2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, salpingitis, nausea, headaches, weight gain, memory loss, joint swelling, pelvic pain, fibroid uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), salpingitis ('reproductive system disorder or condition type of disorder or condition: salpingitis/infection (other) describe: infection in left tube') and genital haemorrhage ('bleeding') in a 46-year-old female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy loss, miscarriage, pregnancy, grand multiparity and overweight. Concurrent conditions included mood change and abdominal pain. Concomitant products included fluoxetine, ibuprofen, melatonin, misoprostol (cytotec) and paracetamol (acetaminophen). In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced pain in extremity ("other injury(ies) or complication (s) please describe: foot pain") and plantar fasciitis ("plantar fasciitis"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping) right sided"), abdominal pain lower ("llq abdominal pain/ llq and rlq abdominal pain") and amnesia ("memory loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 9 years after insertion of essure. On (B)(6) 2019, the patient experienced joint swelling ("joint swelling"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ spotting"), headache ("headaches"), tooth disorder ("dental problems"), pelvic adhesions ("adhesions"), endometriosis ("endometriosis"), nausea ("nausea"), vomiting ("vomiting"), dizziness ("dizziness / light headedness") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, vaginal haemorrhage, migraine, headache, uterine leiomyoma, tooth disorder, dysmenorrhoea, weight increased, abdominal distension, plantar fasciitis, abdominal pain lower, amnesia, joint swelling, pelvic adhesions, endometriosis, nausea, vomiting and dizziness outcome was unknown, the pain in extremity had resolved and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, dizziness, dysmenorrhoea, endometriosis, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, nausea, pain in extremity, pelvic adhesions, pelvic pain, plantar fasciitis, salpingitis, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, salpingitis, nausea, headaches, weight gain, memory loss, joint swelling, pelvic pain, fibroid uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon receiving deletion confirmation via email, cases (B)(4) and (B)(4) were found to be duplicates. All the information from deletion case (B)(4) has been transferred to the retention case (B)(4) and case (B)(4) should be deleted from bayer database. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), salpingitis ('reproductive system disorder or condition type of disorder or condition: salpingitis/infection (other) describe: infection in left tube') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy loss, miscarriage, pregnancy and grand multiparity. Concurrent conditions included mood change and abdominal pain. Concomitant products included fluoxetine, ibuprofen, melatonin, misoprostol (cytotec) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ spotting"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) right sided"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), pain in extremity ("other injury(ies) or complication (s) please describe: foot pain"), plantar fasciitis ("plantar fasciitis"), abdominal pain lower ("llq abdominal pain/ llq and rlq abdominal pain"), amnesia ("memory loss"), joint swelling ("joint swelling"), pelvic adhesions ("adhesions"), endometriosis ("endometriosis"), nausea ("nausea"), vomiting ("vomiting"), dizziness ("dizziness / light headedness") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("fibroid") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, vaginal haemorrhage, migraine, headache, uterine leiomyoma, tooth disorder, dysmenorrhoea, weight increased, abdominal distension, plantar fasciitis, abdominal pain lower, amnesia, joint swelling, pelvic adhesions, endometriosis, nausea, vomiting and dizziness outcome was unknown, the pain in extremity had resolved and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, dizziness, dysmenorrhoea, endometriosis, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, nausea, pain in extremity, pelvic adhesions, pelvic pain, plantar fasciitis, salpingitis, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, salpingitis, nausea, headaches, weight gain, memory loss, joint swelling, pelvic pain, fibroid uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. Lot number and lab data added. Concomitant condition and medication added. Events : pain, spotting, abnormal bleeding (vaginal), menorrhagia, infection (other) describe: infection in left tube, migraines, headaches, reproductive system disorder or condition type of disorder or condition: salpingitis, fibroid, dental problems, dysmenorrhea (cramping) right sided, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: bloating, other injury(ies) or complication (s) please describe: foot pain, plantar fasciitis, llq abdominal pain/ llq and rlq abdominal pain, memory loss, joint swelling, adhesions, endometriosis, abdominal pain, nausea, vomiting, dizziness / light headedness were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.